Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system failed visual inspection. The ethernet cable was frayed and had exposed wiring. The cable was replaced. The system then passed the system checkout and was found to be fully functional. The cable was returned to the manufacturer for analysis. Analysis found that the cable had physical damage to the cable jacket and the shielding was exposed. No bare conductors were exposed. When tested for opens or shorts, none were detected. The other parts in the kit were unused. Analysis found that the reported event was related to physical damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the medtronic representative discovered a frayed monitor cable; the main cable from the poe injector to the camera. There was no patient present when this issue was identified.